Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter, and device malfunction occurred giving noise in all electrocardiogram channels (body surface and intracardiac). The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical performance and leakage was observed in all electrodes. Further examination revealed that there were traces of corrosion inside the connector and solder joints. Due to this, an irrigation test was performed but no internal leaks were observed. However, the corrosion may contribute to the failure reported the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter, and device malfunction occurred giving noise in all electrocardiogram channels (body surface and intracardiac). The procedure was completed successfully without patient consequence. This complaint is being reported since bwi became aware on (B)(6) 2014, that physician had no available sign to monitor patient¿s heart rhythm.